Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the navigation froze several times. There was a less than one hour surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3, h6: the device was evaluated in the field. The system was cleaned and visually inspected. A self-test was performed and the hard drive space was verified at 70%. Patient records stored from 2021 through 2025 were deleted to optimize storage capacity. After testing the unit, the freezing issue persisted. Based on the diagnostics performed, it was determined the computer must be replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.